Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a sensing test, the right atrial lead was unable to sense p waves. The caller was subsequently able to test p-wave sensing in a different operational mode. The lead remains in use. No patient complications have been reported as a result of this event.